Manufacturer narrative:
Updated information can be found in g1. H10: the one (1) used 011-am3106 device was received with one of the nanoclaves snapped off (separated) from the manifold. The nanoclave was not returned. The snapped off (separated) bonded connection was examined under a microscope and found insufficient adhesive present. The missing nanoclave would cause a leakage. The reported product problem for broken nanoclave and leakage was confirmed. This was due to insufficient adhesive present at the bonded connection. The probable cause was due to an error in the manual bonding process during manufacturing at ensenada. A DHR lot# 3826149 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The customer indicated that the device is available for evaluation; it has not been received.

Event description:
The event involved a customer report of a broken port on the nanoclave of the extension set. The nurse noted blood reflux to the central line and a leak of infusion drugs on the floor from a newborn female patient that weighs (B)(6) kg. It was also stated that 10 cm of air started to enter into the end of the system. The device was replaced with no further issues. There was no patient harm as a result of the event.